Manufacturer narrative:
(B)(6).

Event description:
(B)(6) study. It was reported that right bundle branch block (rbbb) occurred. Procedure summary: prior to index procedure, heparin or another anticoagulant was given and the subject was not on any prior regimen of aspirin or any other antiplatelet medication at the time of the index procedure. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve into the proper anatomical location and neither repositioning nor retrieval was attempted. Two days post index procedure, the subject was discharged on aspirin and other anticoagulant medication. Post procedure event summary: 4 days post index procedure, the subject developed right bundle branch block.